Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. It was reported that the customer was able to complete pump rewind. It was reported that the customer performed displacement test and was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.